Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer resolved the issue by changing the soft cannula infusion set and cartridge and then resumed insulin.